Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)). Stockert 70 system model# m-5463-01 serial# (B)(4)). Coolflow pump (model# m-5491-02 serial# (B)(4)). Soundstar eco catheter (model# m-5723-16) pentaray nave eco d curve catheter (model# d-1282-11-s) full UDI # information unavailable since the lot number is unknown. (B)(4).

Event description:
It was reported that a patient, underwent a left sided ventricular tachycardia (vt) ablation procedure with a thermocool&#59411;smarttouch&#59394;bi-directional navigation catheter and suffered cardiac arrest which lead to death. After successful completion of a vt ablation, the patient was noted to suddenly have low blood pressure and subsequently go into cardia arrest. A full code was performed and the patient was transferred to the cath lab to find the cause. The patient was noted to have a retro-peritoneal bleed in the iliac artery due to vascular access issues. Despite occluding the artery the patient expired during the repair. The vt was treated via retro-grade approach through the femoral artery and around the aorta. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
Additional information received was received on 07/19/2016: the physician reported the cause of death was due to a retrograde peritoneal bleed that occurred when gaining initial access with 8.5fr short sheath. He stated that at first he thought it may have been the thermocool st catheter but after further assessment found that it was indeed the short sheath. The sheath had lacerated the arterial iliac but was unnoticed until the procedure was over and reversing patient and pulling sheaths. After the ablation, the staff was preparing the patient for transfer to the cath lab in an attempt to repair the bleed. The biosense products had already been disposed of. The patient was male. The patient¿s comorbidities: the patient was morbidly obese, suffered from congestive heart failure, peripheral arterial disease and had a biventricular implantable cardioverter defibrillator. Manufacturer's ref. No: (B)(4).